Event description:
The customer contacted beckman coulter inc, (bci) regarding an elevated accutni (troponin) result in the risk stratification range for one patient. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument in another facility and the result was within the reference range. The initial results were not reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse ran field diagnostic testing which met specification. The fse made alignment adjustments but found no hardware issues that would have contributed to this event. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.